Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for damaged barrel and foreign matter (fluid in the barrel) due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra fine¿ ii needle had foreign fluid inside the damaged barrel. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd insulin syringe with the bd ultra fine¿ ii needle had foreign fluid inside the damaged barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The following field has been updated due to additional information: g.4. Date received by manufacturer: 9/18/2018.

Event description:
It was reported that the bd insulin syringe with the bd ultra fine¿ ii needle had foreign fluid inside the damaged barrel. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Additional information: samples were returned for evaluation. Investigation summary: customer returned (2) loose 1cc, 8mm syringes. Customer states that the barrel was distorted and fluid was in the barrel. Both returned syringes were examined and neither sample exhibited a damaged barrel. Also, no liquid was observed in either of the samples. Both samples were also tested and a small amount of clear liquid came out of the cannula of one sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely insulin, which would not have been acquired during the manufacturing process. Unable to perform DHR check for damaged barrel and foreign matter (fluid in the barrel) due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check for damaged barrel and foreign matter (fluid in the barrel) due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (fm) although the material would not have been acquired during the manufacturing process. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (damaged barrel). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.